Event description:
It was reported by service report that the foot end jack sinks over night and the right spindle and latch are broken and will not latch. No pt involvement or adverse consequences are reported.